Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr, and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. During destructive testing, it was identified that dried saline was present on the shutter and rotor of the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate or to communicate rpm to the console using the fiber optic cable, leading to a device stall. No other issues were identified during the product analysis. Product analysis could not confirm the reported event.

Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target location was located in the mildly tortuous and moderately calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. During functional check outside the patient, the device rotates normally. But, when the device was inserted into the patient, the rotation speed rapidly fluctuates about 30,000. The burr rotated faster at 220,000 than its intended set speed of 180,000. Furthermore, the sound during rotation was operating slower than the rotation speed displayed on the console. The procedure was completed with this device as it rotates normally in the final session. There was no patient injury reported.

Event description:
It was reported that the rotational speed was unstable. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. During functional check of the device outside the patient, the device rotated normally. When the device was inserted into the patient, the rotational speed rapidly fluctuated by about 30,000rpm. The burr rotated at 220,000rpm although the set speed was 180,000rpm. The procedure was completed with this device. There was no patient injury reported.